Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. E1 error was found in the history list. The soft components of the housing are worn down heavily and restricted handling of the infusion device is a possible implication. Therefore, moisture entered the infusion device and destroyed the functionality of the buttons and the electronics. The up button is permanent active due to an external mechanical damage. The check button passed the optical and functional investigation successfully and meets the specification.

Event description:
On (B)(6) 2013, father reported the infusion device displayed an e6 mechanical error. The correct type of battery was in use, and a new battery was inserted. The error did not resolve, and he was advised how to troubleshoot the issue. He reported the cartridge leaked a small amount of insulin into the infusion device. He notice this when the cartridge was correctly removed, and the cartridge compartment was cleaned with a cotton swab. Follow-up was completed about 30 minutes later, and he was able to clear the e6 error by completing the cartridge change procedure. The cartridge, infusion set, and adapter were replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Please note, the previous supplement submitted for 2183996-2013-00104 was done in error and is not correct. Please see the corrected information below: the complaint describing a leak cannot be verified. The returned used cartridge was visually, leak, and glide force tested. The cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The infusion set was not returned for evaluation. The reference samples were visually inspected and tested for flow and leak, and all test results were within specifications. The problem mentioned by the customer could not be reproduced; therefore, no corrective or preventive actions will be initiated.